Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 a loss of connection had occurred. No product was provided for evaluation however data has been received for investigation. A follow-up will be submitted upon completion of data investigation. No additional patient or event information is available.

Manufacturer narrative:
Com-(B)(4).

Event description:
Dexcom was made aware on (B)(4)/2018 that on (B)(4)/2018, a loss of connection occurred. Data was received for evaluation but further investigation cannot be completed to confirm the reported issue. Invalid download identifier, unable to pull data. Data analysis could not be determined.